Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open, raw sore underneath the front therapy electrode. The patient's dermatologist prescribed luxamend wound creme for the wound. The patient reported that the irritation was improving with the use of the cream.